Manufacturer narrative:
Concomitant medical device: 5076-52 lead implanted (B)(6) 2006.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising impedances, intermittent capture and thresholds to high levels. The lead was cut, capped, and replaced. No patient complications have been reported as a result of this event.